Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured. An invasive procedure was performed and this lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.